Event description:
The customer reported obtaining erroneous results for one (1) patient sample which was run in secondary (manual) mode of the coulter® hmx hematology analyzer with autoloader. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. A review of the provided screen shots for the patient results indicates that the initial run produced erroneously higher red blood cell (rbc) and lower white blood cell (wbc), hemoglobin (hgb), mean corpuscular hemoglobin (mch), and mean corpuscular hemoglobin concentration (mchc) results when compared to the rerun results which the customer considered correct. The instrument also generated "abnormal wbc population" message for the initial erroneous results. A review of the provided normal control run for the day of the event indicates that all parameters were within the established ranges.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the blood sampling valve (bsv) actuator to resolve the issue.